Manufacturer narrative:
Product analysis: a power supply and a mother board printed circuit board (pcb) were returned to covidien/medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis; functionality test was performed and the ventilator logs were reviewed. An investigation was performed and the product analysis technician reported that the root cause for the power supply was isolated to components field effect transistors (fet), short circuit (q2), resistor (r15) had an open circuit, thermistor rt1 was thermally damaged. No fault was found on the mother board pcb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced power supply & ac module.

Event description:
It was reported that an 840 ventilator is not receiving ac power. The ventilator was not in use on a patient at the time the event occurred.